Manufacturer narrative:
On 06/05/18, it was reported to mentor that the device evaluation and investigation have been completed on 06/05/18 and not on 05/31/18. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 475 cc and experienced deflation on the left breast implant after implantation. The deflation was diagnosed by the healthcare professional by the physical exam on (B)(6) 2018. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 05/15/2018, it was reported to mentor that the device history record (DHR) for the lot number 6508984 has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/31/18, it was reported to mentor that device evaluation and investigation have been completed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. No foreign material was observed on the shell surface. During examination, product evaluation team observed creases on both aspects. A rent measuring approximately 2.8 cm was discovered going across the crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 04/27/2018, it was reported to mentor that the date of event was updated from (B)(6) 2018 and the date of explant was updated from (B)(6) 2018. The patient had undergone replacement with gel mentor memorygel breast implant 700cc, catalog number 3507001bc, serial number (B)(4), lot number 6863039 and with gel mentor memorygel breast implant 700cc, catalog number 3507001bc, serial number (B)(4), lot number 7000897. Manufacturer¿s reference number: (B)(4).